Event description:
Review of the generator internal data shows an indication of increased impedance, with a pre-change impedance value of 5480 ohms, and a post-change impedance value of 21130 ohms, and the time of change detection (B)(6) 2015 (explant date of (B)(6) 2015). The vns programming history database shows the last known diagnostic test was performed on (B)(6) 2012 with an impedance value of 3000 ohms. However, it is noted that the pre-change impedance value was close to the high impedance threshold of 5300 ohms, so it is likely that there was intermittent high impedance. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead confirmed discontinuity of quadfilar coil in the electrode region of the returned lead portions. It was identified that the area on three of the broken coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. The last broken coil strand was identified as being mechanically damaged which prevented identification of the coil fracture type. Pitting was observed on the coil surface. It is unknown if the breaks occurred while stimulation was present due to the absence of metal pitting on the broken coil wire surfaces of the quadfilar coil 1 coil break. An abraded opening was observed on inner silicone tubing with the quadfilar coil 1 pulled through the opening. The slice marks found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuity the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. Note that since the electrode array section was not returned, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
The patient had generator and lead replacement surgery on (B)(6) 2015. The explanted devices have not been received by the manufacturer for analysis to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported on (B)(6) 2015 that high lead impedance was observed on the patient's vns system. The patient was referred for generator and lead replacement. Clinic notes reported that the impedance value was high at 5760 ohms on (B)(6) 2015. No surgical interventions have been reported to date.

Event description:
The explanted generator and lead were received by the manufacturer for analysis. However, analysis has not been completed to date.